Manufacturer narrative:
Per the provided information, there is no indication that an equipment problem caused or contributed to the reported event. Furthermore, the unit was checked by the medical center's biomedical division and no trouble was found. Additionally, no anomalies were found in the device history record (DHR) of the involved device. Most likely, there were many factors involved with the patient incident. To further address the issue, additional in-service work was performed with the hospital's endoscopy staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A colonoscopy was being performed to remove a large polyp in the ascending colon. The initial setting for the generator was forced coag, effect 1 at 30 watts. However, upon activation there were no visible signs of cauterization. Consequently, the snare wire was loosened and then re-tightened around the polyp. The wattage was then increased from 30 to 32 watts. Upon the polypectomy, insufflation was lost due to a perforation. Therefore the perforated area was resected and the tissue stapled. The patient was stable and discharged on (B)(6) 2013.